Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did return three photos that clearly show a damaged epidural catheter. The IFU for this kit, (B)(4) was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Other remarks: complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of the catheter breaking during removal was confirmed based on a photo received from the customer. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
We had an epidural catheter that broke off inside the patient when it was being removed. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
We had an epidural catheter that broke off inside the patient when it was being removed. The patient's current condition is unknown at this time.